Manufacturer narrative:
The device was unresponsive due to moisture damage throughout the entire device. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to unresponsive device.

Event description:
Customer's parent reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was 127 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.